Event description:
Ep lab personnel were calibrating and programming an implanted defibrillator and using the device for cardiac monitoring and as a backup defibrillator. The device was attached to the patient using combination defibrillation/pacing/ECG electrodes. According to the reporter, subsequent to a delivered shock from the implantable difibrillator, the device's monitor display changed to a uniform green color and would not display the patient's ECG. The defibrillator cable was removed from the device and attached to another monitor/defibrillator that was immediately available and used as a backup. After a short period of time the defibrillation cable was again connected to the device and another implanted defibrillator discharge was performed with no problems reported. No adverse affects to the patient were reported as a result of the alleged malfunction.